Manufacturer narrative:
Baxter received and evaluated the device. This reported complaint of " long delay between screens "was involuntarily missed during evaluation, the device is no longer in its received condition, thus, the evaluation cannot be performed for the reported "long delay between screens". The device in question will be repaired and tested prior to release to ensure the device meets all specifications. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced long delay between screens. A 3 to 5 second delay when transitioning from screen to screen. Example- when going from options menu to user options to alarm settings, the screen would not change for 3 to 5 seconds after hitting ok button. Example 2- after loading all set points and closing door, the screen stayed green (all points loaded) for 5 seconds. Multiple times on different screens this occurred. The event happened during preventive maintenance. There was no patient involvement. No additional information is available.